Manufacturer narrative:
The product has been received; however, no analysis or repair was performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had an infection and hematoma which was confirmed during device upgrade when pocket was opened. Further, pocket revision was performed and the ICD was explanted. No additional adverse patient effects were reported.